Manufacturer narrative:
Patient information was unavailable from the site at time of this report. Medtronic representative reported the site has had no further issues. No patient files/scans/exams have been returned to medtronic for analysis. Patient archives not returned.

Manufacturer narrative:
(B)(4). Improvements related to this issue have been incorporated into more recent versions of software. No further issues at site after software reinstall.

Event description:
A medtronic representative reported that, while in a cranial tumor resection, the site received an error message "sr manager failure" when trying to load synergy cranial 2.2.0 on the navigation system. In trouble-shooting, the software was un-installed and re-installed which allowed the application to launch normally. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.